Manufacturer narrative:
A supplemental MDR is being submitted due to additional information from the japan affiliate. Sections b2, b4, b5, g3, g6, h1, h2, h6: health effect - impact code and health effect - clinical code have been updated. Additions to b2 and b5. Corrections to h1, h6: health effect - impact code and health effect. The investigation is ongoing.

Event description:
Additional information provided per japan affiliate: on postoperative day (pod) 2, the hemodynamics were unstable and ECMO (extracorporeal membrane oxygenation) was implemented. The patient was taken to the operating room to search the cause. Upon thoracotomy, it was found that the there was a shunt between the right side of the sov (sinus of valsalva) and right ventricle (sov-rv). This sov-rv shunt was thought to be the result of the annulus rupture (cardiac perforation). In addition, the septal puncture that had been performed during the index procedure was enlarged to approximately 2cm. These injuries were repaired. The valve, which had been left at the common carotid artery (brachiocephalic artery), and stent graft were both removed. The re-do surgery was successful. However, on pod 20, the condition worsened and the patient passed away. Clarification: during the tavr procedure, the operator attempted to manipulate the system with a balloon catheter and snare catheter, executing septal puncture to access from right ventricle (brockenbrough method), but was unsuccessful.

Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections b4, g3, g6, h2, h6: device code(s), type of investigation, investigation findings and investigation conclusions have been updated. Addition to section h6: type of investigation. Corrections to sections h6: device code(s) (replace code 2920 with 2524), investigation findings and investigation conclusions. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. In this case, the complaints of unable to track system through anatomy and inability to withdraw system with valve through vasculature were unable to be confirmed. Available information suggests that patient factors (misalignment between native vessel and prosthetic vessel) may have contributed to the complaint event. No device problem or manufacturing non-conformance that would have contributed to the complaint event was identified during the evaluation. No labeling/IFU deficiencies were identified. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by an edwards lifesciences japanese affiliate, during a transcarotid tavr (transcatheter aortic valve replacement) procedure with a 26mm sapien 3 ultra resilia valve in the aortic position, the 26mm commander delivery system (ds) could not be tracked post valve alignment. Per report, the inability to track the system was due to the gap between the native vessel and prosthetic vessel, created by a previous tevar (thoracic endovascular aortic repair) and total arch replacement. The operator attempted to manipulate the system with a balloon catheter and snare catheter, but was unsuccessful. It was decided to remove the devices. The ds was then unable to be withdrawn as the valve was stuck at the vessel. The crimped sapien 3 ultra resilia valve was left at the bifurcation of the common carotid artery and inflated by balloon catheter, then a stent graft was implanted inside the valve. A second valve was able to be delivered with the sheath advanced close to aortic valve for support. After the second valve was implanted, there was pressure gradient, and post-dilation was executed with non-edwards balloon. A subsequent angiography revealed an annulus rupture. Per fluoroscopic imagery, it was confirmed that the rupture seemed to have occurred right before the valve inflation. As the patient's blood pressure was tolerable and the amount of effusion was not increasing, the procedure was closed.